Event description:
Event description guidant received information that this atrial lead was exhibiting elevated impedance measurements (>2500 ohms). Capture is observed at maximum device outputs. The physician suspects the lead is fractured.